Event description:
Injury (needle): a physician from australia reported that a woman had a novofine 30 needle break off in the abdominal wall. The woman went to a med ctr where the presence of the needle was confirmed by x-ray and sonography. The treating physician has decided not to remove the needle at this stage. No further information concerning the woman or the event is known. No sample returned for investigation. Batch history investigated and nothing abnormal was observed at investigation of batch documentation from final qc-release.